Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high out of range shock impedance measurements. This device remains in service. No adverse patient effects were reported.